Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported poor image, noisy image issue was due to corrosion in the scope socket. The socket on the front panel had cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that interface corrosion led to poor image interference and cracking at the front panel interface of the evis lucera elite xenon light source. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the poor image interference occurred due to contact failure, which was caused by corrosion on the socket. Olympus will continue to monitor field performance for this device.